Manufacturer narrative:
Pump received unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked bleeding lcd, detached end cap and broken battery tube threads.

Event description:
The customer reported via phone call that all parts of the insulin pump was broken up. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.